Manufacturer narrative:
G4: 15may2020. B4: 03jun2020. The customer reported that the power switch overlay was replaced to address the reported issue and the defective part was disposed. Although requested, patient information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 may 2020.

Event description:
It was reported that during use the ventilator generated an alarm light emitting diode (led) failed error code. The respiratory therapist reported the unit was on a patient. The customer was advised by technical support to remove the patient from the ventilator and placed on an alternate ventilator. No patient harm was reported.